Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02723 / 02724) additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02720 / 02721 / 02722. Device remains implanted.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty and approximately 7 years post-implantation patient was revised due to allegations of pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, physical scarring, disfigurement, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history confirms the modular head was removed and replaced. Operative records show the patient underwent the revision procedure due to a painful right total hip with formation of a cyst. They also show that the cup was well-fixed and remained implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.